Event description:
A pt reported blood glucose results of 180 mg/dl and 81 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of ,=20% and/or <=20 mg/dl, however, the puncture was cleaned incorrectly prior to testing. MDR for this case was mailed on 05/12/04 in error. This case was classified as a rule-out, however, an MDR was created and mailed out in error. The classification of this case still remains a rule-out. 12/16/04.

Manufacturer narrative:
MDR for this case was mailed on 05/12/04 in error. This case was classified as a rule-out, however, an MDR was created and mailed out in error. The classification of this case still remains a rule-out. 12/16/04.